Event description:
The doctor unpacked the lead and found the tip of the electrode was bent at the distal end. A new lead was used.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the lead revealed the distal end was bent. It was new out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.